Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2016 in the ICU, the doctor inserted the cvc into the patient's subclavian vein. On (B)(6) the doctor noticed leakage and found a hole on the extension tube of the distal port. Because of a low platelet count, the patient was not suitable for a new insertion. As a result, the doctor stopped using the distal port and instead used the proximal port for infusion. There was no reported delay, death, or negative effect on the patient.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The IFU for this product cautions the user not to suture directly to the outside of the diameter of the catheter and not to use scissors to remove or change the dressing to minimize the risk of cutting or damaging the catheter. A device history record review did not reveal any manufacturing related issues. The potential cause of the leaking extension line could not be determined based upon the information provided and without a sample. No further actions will be taken.